Event description:
Insulin pump overinfused. Patient went into coma for 6 hrs. Pump indicated infusion of 1.5 units. Manufacturer indicated pump actually infused 88 units. A replacement pump that was sent had a crack and alarm is not working.